Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and when the physician drew blood back, it was "frothy, like there were bubbles" in the vizigo sheath. The smarttouch sf catheter was removed from the vizigo sheath, and the vizigo sheath was flushed without resolution. The physician believes the cause of the issue could be the seal on the valve of the vizigo sheath. There were no damages or dislodgments noted with the hemostatic valve, brim cap, or hub. The vizigo sheath was replaced and the issue was resolved. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
On 9-oct-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and when the physician drew blood back, it was "frothy, like there were bubbles" in the vizigo sheath. The smarttouch sf catheter was removed from the vizigo sheath, and the vizigo sheath was flushed without resolution. The physician believes the cause of the issue could be the seal on the valve of the vizigo sheath. There were no damages or dislodgments noted with the hemostatic valve, brim cap, or hub. The vizigo sheath was replaced and the issue was resolved. The procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Microscopic examination of the hemostatic valve surface does not showed stress marks on the outer diameter. Additionally, a broken condition was observed in the brim cap causing it to be partially detached. Also, a crack mark was found in the hub component; however, it was not broken. An irrigation test was performed and no leakage, air, or bubbles were observed. Device history record was performed for the finished device 60000465 number, and no internal actions related to the reported complaint condition were identified. Since the brim cap was found broken, this failure could be related to the air and bubbles issue reported; therefore, the customer complaint was confirmed. The potential cause of this condition could be related to the manipulation of the device during the procedure; however, this can not be conclusively determined. The crack-like condition observed in the hub component was not related to the reported event. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).